Event description:
It was reported that the balloon was being tested outside the body and it inflated; however, when the balloon was being deflated the balloon did not completely deflate. The small syringe was used that came with the catheter to deflate the balloon and then tried a 10ml syringe and it still did not deflate all the way. The catheter was never used on the patient (put in the body). A second catheter was opened and all was good with the catheter. The second catheter came from the same lot. There were no patient complications.

Manufacturer narrative:
One catheter was returned and evaluated. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. Moisture was observed inside the inflated balloon. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification. The balloon also deflated fully with the returned syringe attached. All through lumens were tested for patency and leakage and lumens were patent without any leakage or occlusion observed. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. Visual examination was performed under 10 x magnifications. The customer report of balloon deflation issue was not confirmed during the analysis; the balloon inflated and deflated normally during functional testing. The cause of the complaint could not be determined; however, there are no indications that this is related to the manufacturing process. It is not known if device handling could have contributed to the complaint. No actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.